Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient went to the emergency room (ER) and claimed the stimulation varied and got very strong when it was on and off. The patient said she had been having these issues the last 3 months. The stimulation covered her entire body. It was extremely tingling. On the day prior to the report, the patient got anxiety about it and ended up in the ER and the rep was called in to check the device. The rep checked the device with the clinician programmer and it stated the battery was discharged. The rep was able to charge the battery with the recharger and the recharger indicated the battery was off. However, the patient still said she felt the tingling everywhere, but less severe. They had charged it to 25%. Once the device was charged, the rep was able to interrogate it. The diary indicated the stimulation had not been on in the past 30 days. The ER doctor mentioned the patient may have had anxiety tendencies and advised her to see a psychiatrist. The rep turned the stimulation on and the patient like the stimulation tingling feeling and said it was covering her areas of pain. At the time of the report, the issue was resolved. No surgical intervention occurred or was planned. Relevant medical history included non-malignant pain.